Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited out of range shock impedances of greater than 125 ohms. It was noted that the patient had not had their device checked in two years. It was reported that r waves had been declining, but right ventricular (rv) impedances were within normal limits. Noise was noted on the electrograms (egms), but no inappropriate therapy was observed. Technical services (ts) discussed troubleshooting options. A revision procedure was subsequently performed. During the procedure, this lead was surgically abandoned. No adverse patient effects were reported.